Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: the rt319 adult breathing circuit used in the reported incident was not returned to fph for evaluation as it had been destroyed at the healthcare facility. Attempts to obtain further information with regard to the reported condensation has been unsuccessful. Our analysis is accordingly based on the description of event and our knowledge of the product. A lot check was not performed as no lot information had been provided. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Fph requested additional information from the healthcare facility, including room temperature, descriptions of the equipment set-up and heater base alarms. However, no further information was received. An fph field representative visited the hospital and observed that the humidifier was positioned higher than the breathing circuit. The field representative reminded the hospital staff to "ensure that the humidifier is always positioned lower than the patient's airway." Without the return of the complaint device or additional information from the healthcare facility, we are not able to determine the extent or the actual root cause of the reported condensation. However, it is possible that the observed condensate was due to device set-up and environmental conditions.

Event description:
A healthcare facility in (B)(6) reported excessive condensation in the tubing of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit. This was noticed during use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was an excessive condensate in the tubing of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 adult bi-level/CPAP inspiratory-heated breathing circuit had been destroyed at the hospital. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.